Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the needle was missing with a bd pen needle 32x4. The following information was provided by the initial reporter: patient discovered that non-patient end needle is missing while he was preparing injection.

Event description:
It was reported that prior to use it was discovered that the needle was missing with a bd pen needle 32x4. The following information was provided by the initial reporter: patient discovered that non-patient end needle is missing while he was preparing injection.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320477. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.